Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver and unspecified concentration of saline, at an unspecified rate. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from a hole located proximal to the cassette of the tubing set. The customer contact described the hole as a pinhole. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.